Manufacturer narrative:
Product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the warmth/heating/burning at the pocket site and recharger stopping due to temperature wasn¿t determined. The rep reported that the patient was going to get a battery replacement, so he could charge faster. The rep reported that the issue wouldn¿t be resolved until replacement. The rep reported that the patient was charging for long periods of time which was creating too much heat. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they had changed the patient¿s programming in nov from conventional stimulation to 90us and 1000hz. It was noted that the patient was feeling the implant was warm all the time when it was on, not just during charging but was not feeling the warmth when stimulation was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the replacement had been done on (B)(6) 2019.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had warmth, heating and burning at the ins pocket when the stimulation was on. The patient also stated that on 2 occasions the recharger stopped recharging the ins due to temperature but they could not recall when or what message screens appeared. The patient indicated they would keep track of any screens and dates. The rep said they would reprogram and palpate the ins area. No further complications were reported.